Event description:
Additional information was received from the patient. They reported that the falls effect on the device was determined. They were helping move a motorized bed and fell and then the stimulator quite working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device stopped working after they had a fall on (B)(6) of last year and got hurt, the caller noted that the hip surgeon told them that the stimulator would be fine and never turned it off for the surgery. The caller asked if the surgery could have impacted it. The caller noted no messages or service codes on the handset. The caller indicates that they have tried increasing the stimulation, but it is not helping, so they decreased it again. The caller noted that they felt the stim sensation about 3 weeks ago, but only once per day. They are doing catheters. Helped caller connect to implant and change programs, caller was unaware of programs. They will see them again on (B)(6) and then on the 18th. Advised caller to check with hcp for how long to remain on a program before changing it. The caller was able to feel comfortable on the call and will adjust as needed. The caller noted that they had an MRI about a week ago, and they turned it off for the scan and then turned it back on; they did not use MRI mode. Noted event date as asked unknown. It was unclear if the therapy stopped working after the fall, or after the hip surgery.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device was not working. It was not caused by normal battery depletion but the cause was unknown. Patient stated it may be due to when they fell down a step. Patient stated they were having a replacement on (B)(6) 2025.